Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the nurse contacted the gastroenterologist because the patient experienced inflammatory signs including exudate and redness in the stoma. The patient started antibiotic augmentin (amoxicillin + clavulanic acid) and continued cleaning with betadine (povidone iodine). On (B)(6) 2022, the stoma issues were recovered and the antibiotics were completed.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.